Event description:
It was reported that during a lead revision procedure, the physician noted that the setscrew of the right ventricular port was missing. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.